Manufacturer narrative:
Information references the main component of the system. Other relevant device is: catalogue # etlw1613c124e, serial # (B)(4), ubd: (B)(6) 2019, upn: (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported that the patient presented at the ER approx. Two weeks post implant with limb occlusion. A CT was done that showed a complete occlusion of the right limb and there was some clot in the distal left limb, but it was still open. The physician operated on the patient and was able to get the right limb open. The physician treated the clot in the left limb by placing a stent over it. The patient was successfully and the physician stated that the cause of the event is unknown but did not believe it was due to the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the cause of the right limb occlusion and left limb thrombus could not be determined from the films provided. Films prior to and during implant were not available for review, and the blood flow dynamics could not be assessed from the CT¿s provided. CT¿s from 2 week¿s post-implant revealed that the bifurcate was positioned just below the lowest left renal artery; the bifurcate proximal od measured ~21mm and multiple endoanchors had been implanted into the proximal bifurcate/aorta. The bifurcate aortic body was slightly angulated and the limbs were essentially straight. Significant thrombus was seen lining the majority of the bifurcate aortic body. Beginning distal to the flow divider, the right ipsi limb and limb extension were 100% occluded. Distal right flow resumed beginning at the right external iliac. Additionally, localized sections of thrombus was seen along the length of the left/contra limb. No occlusion or thrombus was seen distal to the limbs, and no stent graft kinks or compression was observed. The proximal portion of the 28mm catalog bifurcate measured ~21mm in diameter post-implant, and it is possible that there was device oversizing which may have contributed; however, the neck diameter at implant was not provided. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.